Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Caller stated that the customer's insulin pump malfunctioned. Caller stated that the unit over delivered 120 units within one hour causing low blood glucose and hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was monitored for two days and no anomalies or unexpected bolus noted. Unit had scratched display window.